Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with a free perforation with extravasation in a mildly tortuous, mildly calcified de novo left circumflex artery that was 90% stenosed. A 3.5x26mm rx graftmaster failed to cross due to anatomy. A non-abbott drug eluting stent was used to successfully complete the procedure. There were no reported adverse patient sequelae and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. D9, h3: device status changed from returning to not returned (discarded).

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with a free perforation with extravasation in a mildly tortuous, mildly calcified de novo left circumflex artery that was 90% stenosed. A 3.5x26mm rx graftmaster failed to cross due to anatomy. A non-abbott drug eluting stent was used to successfully complete the procedure. There were no reported adverse patient sequelae and no clinically significant delay. No additional information was provided.